Manufacturer narrative:
Other, other text: b3 updated from additional info will be included in the initial report. Received from customer.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed "latch locked but not cassette" when locked with cassette. No adverse effects reported.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed "latch locked but not cassette" when locked with cassette. No adverse effects reported.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120. The complaint of latch locked but no cassette was verified in the event log and when duplicating event, alarmed "latch locked but not cassette" message when locking the device with cassette on. This was isolated to latch lock flex, which was replaced. The device then passed all testing.

Event description:
Investigation completed.